Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found deceased on the morning of (B)(6) 2025. The coroner suspected the patient had been deceased for 4 days. The system controller was still alarming. Log files were submitted for review and captured persistent low flow hazard alarms between (B)(6) 2025 and (B)(6) 2025 until the pump was disconnected from the system controller at 10:58 am on (B)(6) 2025. The periodic log contained a single low flow hazard recorded during the periodic interval on (B)(6) 2025 at 10:14 am. There were no other unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported event of the patient being found deceased at home alongside the controller alarming. The provided log file captured a sustained low flow alarm at the end of the data which will be addressed via the pump¿s investigation, and no atypical alarms correlating to an issue with the system controller were observed. The controller was not returned for analysis. Questions regarding the event were asked multiple times, and no responses were received. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.